Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. Based on the information provided, a conclusive cause for the reported inflation issue and leak could not be determined. It may be possible that the inflation device was not properly connected to the sidearm; however, without having the device to examine, a conclusive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a stenosis in a right brachial shunt. A 3x40mm armada 35 balloon catheter was advanced to the target lesion and inflated; however, the balloon did not dilate due to air leakage from the hub. The procedure was successfully completed with a new 3x40mm armada 35 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.